Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sometimes thirsty and dizzy. A patient reported they were hospitalized. Their meter allegedly had no power. The result on the hospital meter was 229 (no units). The time difference between patient's meter and hospital was unknown. Treatment was insulin. No further information has been reported.